Event description:
Occurrence reported of an IV infiltration which required surgical intervention. The report was received from an abbott international affiliate (abbott france). It states: "one hour after the surgery, the nurse noticed that infusion flowed outside of the vein. Infusion with lifecare 4 in a foot vein of the pt (child). Infusion flows outside of the vein leading to edema and aponeurotomy performed in emergency. No occlusion alarm was displayed by the pump." The solution infusing was "bionolyte" at 50ml/hr with 5mg pethidine and 1/4amp spasfon added to the solution. The container volume was not specified. The report states the total amount infused was 250ml. The pt had also received one dose of ceftriaxone 250mg IV piggyback through the site. No further info was available.

Manufacturer narrative:
All seven pumps from the user facility were tested by the abbott france service center. Reports from the service center performance verification testing within product specification.